Event description:
Customer called to report having elevated blood glucose (bg) readings of 300mg/dl. Customer was not using the pinch-up method when applying pods. She felt the cannula was kinked upon removal of this pod. Customer stated she has a lot of scar tissue on her abdomen and had 2 c-sections. Customer will no longer be using this site. No further issues were identified.

Manufacturer narrative:
The product will not be returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.